Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient with severe stenosis (patient age, sex and weight are unknown). During the procedure, the guide catheter broke as it was being retracted for stent deployment and the stent was unable to be deployed. The procedure was completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported that during a low anterior resection procedure, the device produced an incomplete staple line. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.